Manufacturer narrative:
A follow-up is being performed to determine potential reason for pump flipping and device return status. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint # - complaint (B)(4).

Event description:
Prometra ii 20ml pump was explanted, events are as follows: on (B)(6) 2019 during the refill, no pump communication issues were reported. On 12/19/2019 a ptc bolus was unsuccessful. On (B)(6) 2019 the pump was inquired and was unsuccessful. Programmer displayed the message "pump not found." No tone was being emitted from the programmer. Physician drained 60ccs of fluid from the pump pocket. An x-ray of the pump site shows pump is not flipped. On (B)(6) 2019 attempt was made to program an emergency pump stop and was unsuccessful. On (B)(6) 2019 second x - ray was taken of the pump. X-ray shows the pump is flipped. On (B)(6) 2019 on the follow up it was notified that the patient is scheduled for surgery in jan to resolve the flipped pump. States that the pump is still working and patient has enough medication on board to last until the scheduled surgery. Physician may not explant since the pump seems to be working fine, just reposition and close. Patient is reportedly doing well but will need the revision/reposition in order to refill when needed. On (B)(6) 2020 it was reported that the pump was explanted and replaced on (B)(6) 2020. The pain management physician had already told the neurosurgeon the pump had failed prior to knowing it was only flipped. The patient requested that their pump was replaced anyway. There were no reported volume discrepancies and the pain management physician did not allege any pump malfunction.

Event description:
Response received for follow up stating that they were unsure why the pump flipped. Rep stated that the patient is of a larger stature (near 400lbs), and this may be a contributing factor to the pump movement. The pump will not be returned as it was discarded.

Manufacturer narrative:
Internal complaint #: (B)(4).